Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the branch of inferior mesenteric artery (ima) using ruby coil lps and a non-penumbra microcatheter. During the procedure, while attempting to advance the ruby coil lp in the microcatheter, the physician experienced resistance and the ruby coil lp would not advance. Subsequently, the pusher assembly of the ruby coil lp became bent. Therefore, the ruby coil lp was removed. The procedure was completed using a ruby coil and the same microcatheter. There was no report of an adverse effect to the patient.